Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry, a patient initially implanted with a 27mm mitral valve for 10 years 2 months, was explanted due to unknown reasons. A replacement 25mm mitral valve was implanted in the patient. The patient was discharged on post operative day 5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10. Device code 3191: host tissue/pannus; thickened leaflet. H3. Device evaluation: customer report of regurgitation was confirmed through observed leaflet tears. X-ray demonstrated wireform intact and calcification nodules on leaflet 1 near commissure 2. Host tissue at the stent circumference was minimal on the inflow aspect. Leaflet 1 had a 5mm non-transmural tear near commissure 1 on the outflow aspect and a 4mm non-transmural tear near commissure 2 on the inflow aspect. Leaflet 2 had a 5mm non-transmural tear near commissure 2 and a 5mm non-transmural tear near commissure 3 on the inflow aspect. Leaflet 3 had a 6mm non-transmural tear near commissure 3 and a 5mm non-transmural tear near commissure 1 on the outflow aspects. Leaflets were observed to be thickened and swollen near the tears. A green suture remained attached to the sewing ring around leaflet 3. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported through implant patient registry, a patient initially implanted with a 27mm mitral valve for 10 years 2 months, was explanted due to mitral regurgitation. A replacement 25mm mitral valve was implanted in the patient. The valve seated appropriately with no impingement on the leaflets. The mitral valve worked well with a mean gradient of 4 and no mitral insufficiency. The patient tolerated the procedure well and transferred to the cticu. The patient was discharged on post operative day 5.